Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after surgery, on day one post-operation, the patient had mild corneal edema, painful yesterday, and irritation much better today, just a little irritated and blurry vision. The patient used topical corticosteroid, antibiotic, and nonsteroidal anti-inflammatory drug (nsaid) and stopped the ocular hyperosmotic agent. In the follow-up visit, the patient was 2 ½ weeks post-operation, vision was still blurry, right eye (od) not good either, but there was no pain, no pressure, using med drops well. The lens had rotated 120 degrees and needed repositioning of the lens and diagnosed with mild posterior capsule opacification (pco). After 4 ½ weeks visit, quality was unchanging. But the left eye is progressing as good as od, seen flashes of light in the periphery off/on lights are still bothersome all day ou (both eyes), denies pain/discomfort by taking corticosteroid. The patient already had dry eye syndrome of bilateral lacrimal glands secondary to tear deficiencies, so the patient¿s eyes are dry and irritated, so they continued tears and steroids as prescribed. After 6 ½ weeks visit, the patient was very light-sensitive, so has to wear sunglasses inside the house, eyes were really hurting, burning, and tearing excessively, had drops. Still seeing reflections of light and dryness in ou. In follow-up before repositioning of lens in the left eye for over the last week, quality was improving from her last examination by using steroids and had allergies. The patient was dissatisfied with the lens due to halos around lights at night. The lens has rotated from 120 to 125 degrees, started with steroids again. After 3 months, the last visit was 5 weeks ago. Quality was unchanging. Severity is described as moderate. The patient described that vision was not good in os and dissatisfied because she cannot drive at night either eye. Steroid has been out for about 10 days. So, the multifocal lens was exchanged with another monofocal lens in a secondary implant procedure. There are two medical reports associated with this patient. This file belongs to left eye.